Manufacturer narrative:
The information on this per was provided by stryker (B)(4). No additional information is available at this time. As per information received, the devices are not available at the time of the per due to the ongoing litigation. Additional follow-up information may be obtained by the legal affairs as it becomes available.

Event description:
It was reported through the attorney for the patient as a result of a legal claim, that allegedly, "the patient underwent a hip replacement surgery on (B)(6) 2002." It was further reported that, "the patient allegedly sustained injuries relating to the hip system."